Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) have been returned and evaluation is currently underway. The review of the software flags from the last download ((B)(6) 2017) consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing. No deficiencies alleged. No indication that the device caused or contributed to the patient passing.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017. It was reported the patient was at home with his spouse and subsequently passed away. The patient received seven treatments during the event. The treatments occurred on (B)(6) 2017 between 04:22:28 and 04:42:38. The rhythm at the time of the treatments was asystole. The post-shock rhythm was asystole. Asystole is considered a non-treatable, non-life sustaining rhythm.